Event description:
It was reported by service report that the brakes would not remain engaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.